Event description:
It was reported that the patient experienced a burning sensation 2 inches away from where the device was located. The patient first noticed this occurred when she had moved a certain way, 3 days ago. The patient stated she thought the lead had come loose. The patient claimed to have never had therapeutic effect since her device was implanted. No trauma was known to be related to this event. Additional information was requested but not available at the time of this report. Refer to manufacturing report# 3004209178-2012-10570. A malfunction was alleged on two systems that were in concurrent use.

Event description:
Follow up from the health care provider reported the patient would not schedule an appointment to have the device checked. They had spoken to the patient twice and both times the patient declined an appointment. Refer to manufacturer report # 3004209178-2012-10570. A malfunction was alleged on two systems that were in concurrent use.

Manufacturer narrative:
Product ID: 3093-28, lot#: v386942, implanted: (B)(6) 2010-02-16, product type: lead; product ID: 3093-28, lot#: v386942, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).